Event description:
The patient presented to the hospital after receiving inappropriate therapy due to noise. Noise was reproduced with arm movement. It was noted that the patient is a truck driver and first received a therapy while pulling himself bodily up into a big rig truck. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.